Manufacturer narrative:
Investigation included a review of available complaint details and user education or troubleshooting. Investigation of this case revealed no alerts or alarms were reported by the user and the cause of the hypoglycemic events was unclear. It was concluded that a device-related malfunction could not be confirmed and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced repeated device crashes and an apparent failure to learn, with the device continuing to deliver insulin and contributing to hypoglycemia. Symptoms included loss of consciousness and weight gain. Outcomes included transient patient harm that did not require admission.